Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports the lancet does not retract back into the multiclix device. No adverse event reported. Manufacturer's investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device. Suspect device has been returned.